Manufacturer narrative:
(B)(4).

Event description:
It was reported the catheter was being placed into the left subclavian of a (B)(6) female pt in the surgery department. During insertion, the spring wire guided unraveled. Everything was removed from the pt and a new kit was used to complete the procedure. An x-ray was taken to confirm nothing was retained in the pt. There was a delay in treatment with no pt harm and no pt death or complications reported.